Event description:
Over-sensing on stored electrograms (egm) and a lead position check failure were observed on the right atrial (ra) lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).